Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Reportedly, the programmer operation was interrupted abruptly (restart) after the implantation procedure. This behaviour occurred repeatedly. Another similar issue was already observed with the same programmer.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Reportedly, the programmer operation was interrupted abruptly (restart) after the implantation procedure. This behaviour occurred repeatedly. The analysis confirmed that the reported event was similar to the one described in a previous complaint (B)(4) involving the same programmer system (orchestra+ (B)(4)) with another family of ICD. Logfiles analysis did not reveal any anomaly (neither on the software operation, nor on the ICD operation). This confirms that the reported behaviour might result from transient power cuts, which could be due either to a programmer operating system anomaly or to a hardware failure of the programmer. These power cuts would have led to the reported repeated reboot of the programmer. Therefore, the orchestra+ involved in this complaint (B)(4) should be sent back to the manufacturer's repair workshop for rework. The ICD can remain implanted without further action.